Manufacturer narrative:
B3 event date: aware date used as event date is unknown. H6 device codes updated. H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Device analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific quality technician. The returned sentinel cps was visually, microscopically, and functionally examined. The sentinel cps was returned with the proximal filter and distal filter sheathed, the articulating distal sheath relaxed and the distal filter slider kinked and detached. Microscopic inspection identified the inner member was detached and buckled. During functional testing, the distal filter was unable to be recaptured due to the detachment of the distal filter slider and broken inner member. Flush testing of the front handle flush port and rear handle flush port was performed without issue. Flush testing was unable to be performed through the distal filter slider flush port due to the detachment of the distal filter slider and inner member. Functional testing of distal filter deployment was unable to be performed due to the detachment of the distal filter slider and inner member. The reported distal filter failure to recapture was confirmed.

Event description:
It was reported that a filter failure to recapture occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). The tavr procedure was completed and during removal of the sentinel cps the distal filter was unable to be fully recaptured. The sentinel cps was removed from the patient with the distal filter in an open state. No patient complications were reported.

Manufacturer narrative:
B3 event date: aware date used as event date is unknown.

Event description:
It was reported that a filter failure to recapture occurred. A transcatheter aortic valve replacement (tavr) procedure was performed with the use of a sentinel cerebral protection (cps). The tavr procedure was completed and during removal of the sentinel cps the distal filter was unable to be fully recaptured. The sentinel cps was removed from the patient with the distal filter in an open state. No patient complications were reported.